Event description:
This report is being filed upon notification from our mr manufacturer in (B)(4), the (B)(4), to submit this event that happened in (B)(6). Problem: the customer used the philips preset examcard on a dual injection procedure on this mr system. The operator discovered the resulting pt's report indicated the interchange of the right and left leg (the right leg as the left leg). There was no pt injury.

Manufacturer narrative:
(Method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.